Manufacturer narrative:
Based on the clinical assessment for this event the most likely cause of the partial filling of the polymer rings was found to be unknown/undetermined due to the lack of medical imaging and documentation surrounding the implant procedure. Procedure related harms and the final patient disposition could not be determined, however, the patient is reportedly being monitored for a type ii endoleak and there have been no additional negative patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The case was going as expected until polymer fill. Within approximately 30-45 seconds of polymerfill, it was observed that the graft stopped filling. Physician attempted to push the delivery system up, pull it down, and rotate it but this did not resolve the issue. A new polymer was mixed and connected in a timely manner but the graft still did not fill. The physician attempted to push a wire through the polymer fill tube but the polymer was already cured and was unsuccessful in getting a wire through. The case proceeded, with the physician placing a limb in the contra and ispi leg of the graft and a palmaz stent at the level of the sealing rings. A residual type ii endoleak was observed at the conclusion of the procedure. As of the date of this report, there have been no additional patient sequelae reported.